Event description:
Pt status post prodisc-c implantation level c4-5 returned to surgeon's office complaining of increasing pain. An x-ray showed the pdc moved anteriorly. Pt had previous fusion at adjacent level c5-6 surgeon noted there was too much stress from the on the pro disc-c from the fusion below causing the pdc to migrate. Surgeon removed the hardware revising the pt to a cslp plate and acf spacer.

Manufacturer narrative:
Add'l info has been requested. Pt implanted approx one yr ago. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd. A device history record review has been requested.